Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 222626239 was returned and analyzed. Visual inspection showed that the mapping catheter loop was damaged and torn, and three electrodes were missing. ECG wires were also torn. Additionally, the loop observed to be kinked. In conclusion, the mapping catheter failed the returned product inspection due to a damaged, kinked and torn loop along with missing electrodes and torn ECG wires. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturers investigation.